Event description:
It was reported that their central nurse's station (cns) experienced a hard drive failure.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at christiana care health services reported the following issue with pu-621ra; sn-(B)(6), from patient monitoring: cns experienced hard drive failure. The customer also reported that the cns displayed an "hdd port 1 and 2 error". Investigation summary: the root cause of the issue was determined to be degraded hard drives. The overall risk of this event, taking into consideration of severity and probability, is "high". Hha has been completed for the cns-6201a hard drives failure. CAPA (B)(4) was initiated and rejected based on rationale provided in hha 20-001. The problem does not warrant/require a CAPA.

Manufacturer narrative:
It was reported that their central nurse's station (cns) experienced a hard drive failure. It was also reported that the cns displayed an "hdd port 1 and 2 error". The customer will be ordering new hard drives in order to mitigate the issue at hand. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
It was reported that their central nurse's station (cns) experienced a hard drive failure.